Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, confirmed the issue was resolved, and informed the customer to call back if the problem reoccurred. The customer acknowledged understanding and planned to continue using the pump.